Manufacturer narrative:
Date sent: 09/28/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that towards the end of a mastectomy case, the insulation closest to the curved hood cracked and split. Finished the case with a bovie. No patient consequence.